Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During pre-surgery checks, it was discovered that the rio base array connector would not allow the base array (that tracks the robotic arm) to lock in place because the locking clip had a piece broken off. As a result, the surgeon decided the proper course of action was to convert to an alternate unicondylar implant system.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interfact orthopedic (rio). The evaluation determined that the connector pin on the robotic arm tracking array (base array) had bent during assembly at the customer site. The user guide provides instructions for proper assembly of the base array shaft into the connector. Design improvements for the base array connector body are also in progress, to increase the thickness of the curved area where the pin on the base array shaft rests.